Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided. Related report: 1221359-2022-00205.

Event description:
The consumer reported two false positive results with the binaxnow covid-19 antigen self test otc, 2 test pack using nostril swab samples. Dates that the self tests were performed was not provided. The consumer performed the first self test which generated a positive result. Confirmation pcr testing was performed on an unknown date and generated a negative result. The consumer then obtained an unknown covid-19 test at a clinic which generated a negative result. The consumer then performed the second self test from the otc test pack which generated a positive result. No additional patient information, including treatment and outcome, was provided. This manufacturer report addresses false positive result 1 of 2.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 168743 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 168743, test base part number 195-430h / lot 165616. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 168743 showed that the complaint rate is (B)(4) (1/298656). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.